Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was no longer working. The patient felt no stimulation sensation and had a loss of therapeutic effect. This occurred approximately 2 years ago. The patient was referred to their health care professional for further management. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), product type recharger product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was reported the battery had ¿burned out¿ and was no longer ¿delivering any type of pain relief.¿ it was noted the patient was no longer using the device and would like it removed.